Event description:
Same patient as MFR report # 2939204-2010-00179. It was reported that during a cerebral stenting treatment procedure vessel spasm occurred. The 80-85% stenosed target lesion was located in the proximal superior division of the right middle cerebral artery. A 2.5x9mm maverick balloon was advanced across the target lesion and dilated. Initially, the 2 atms performed demonstrated a "reasonable" result with remaining fairly severe stenosis and a notable flow limiting spasm in the cervical right internal carotid artery. The balloon was reinflated to 2 atms. A 3.0x15mm f/g wingspan stent was successfully implanted. The patient was discharged 2 days later.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).